Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv lead noise, high capture threshold, and high pacing lead impedance were observed. The lead was capped and replaced on (B)(6) 2016. The asymptomatic patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the right ventricular lead was explanted and replaced on (B)(6) 2018.